Manufacturer narrative:
The electrodes used during the event were not returned to zoll medical corporation for evaluation; however, an unopened pair of electrodes from same lot were returned for evaluation. The customer's report was not replicated or confirmed during evaluation of unopened electrodes. The electrodes were put through extensive testing including continuity testing without duplicating the report. The electrodes were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), a spark was seen coming from the electrode pads while the shock was delivered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.